Manufacturer narrative:
A ge service rep performed an onsite investigation. The issue could not be duplicated. The sys was tested and found to be working as intended and put back into service.

Event description:
The customer reported the sys displayed an x-ray switch stuck error message then, the sys failed to generate x-ray. This was resolved by rebooting the sys. There are no reports of pt injury or death associated with this event.